Manufacturer narrative:
Batch review performed on 05 july 2024. Lot 2213924: (B)(4) items manufactured and released on 12-oct-2022. Expiration date: 2027-09-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 3 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head.. The surgery was completed successfully.